Event description:
Patient of dr., experienced significant swelling after an injection of radiesse. This patient was treated with a medrol dose pack which resolved the swelling. The patient is reported to be fine now. Dr. Thought this may have been a systemic reaction.